Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician was exercising the helix on the scrub table and the felt that the tip of the helix would not go back far enough. The physician was not comfortable implanting the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.